Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a revision procedure wherein the ipg was moved from the right flank to the right buttocks. The patient was doing well postoperatively.